Event description:
As reported via the edwards clinical specialist, during insertion of the 25fr retroflex3 dilator, difficulty was encountered and the dilator could not be delivered past the bifurcation. A balloon was introduced from the contralateral side and was inflated in the right common iliac and the dilator was removed. With the balloon in place, contrast was injected through the balloon which showed a perforation at the level of the femoral. The balloon was left inflated and in place while the vascular surgeon was consulted. The vascular surgeon repaired the perforation via a graft. This case was aborted. The patient was then transferred via stretcher to the ICU in a stable condition.

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications such as insertion difficulties and femoral artery dissections are potential adverse events associated with the transfemoral tavr procedure. The IFU instructs the operator to dilate the vessel using the dilator kit by advancing and increasing the size of dilators over the guidewire until the appropriate diameter is reached. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for dilator insertion with regards to proper screening critical to reducing vascular complications. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the transfemoral approach or where increased resistance is encountered during insertion of devices. This may be due to excessive calcification, tortuosity, and/or small vessel diameter. When difficulty is encountered inserting/advancing the dilator, it is routine to troubleshoot. This may require exchange of the device over a guide wire; however, this can be performed with minimal delay in treatment and little risk to the patient. In this case, the patient's right femoral access vessel was measured to be 7.0mm and the patient was noted to have mild calcification and tortuosity. The exact cause of the reported event cannot be determined; however, the patient's borderline vessel size, and calcification and tortuosity not appreciable on imaging may have caused or contributed to the reported insertion difficulty and femoral artery perforation. Since there is no allegation of device malfunction, or labeling issues, no further investigational activities will be performed. The ifus and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.